Event description:
The customer reported that erroneously low creatine kinase (ck) results were generated from a unicel dxc 600i synchron access clinical system over two days. This report is one of two and represents the initial erroneously low ck results generated from the unicel dxc 600i synchron access clinical system on (B)(6) 2011. No details are available regarding the actual initial or repeat results. A customer technician indicated that initially low ck results had repeated higher. No erroneously low ck results were reported out of the laboratory and hence no death, serious injury or modification to patient treatment were associated or attributed to this event. Specific patient information and sample collection/handling information was not supplied by the customer. Instrument ck quality controls results during the timeframe of the event recovered within customer established specifications.

Manufacturer narrative:
Service was dispatched to the site for the event. The field service engineer replaced the cc reagent syringe and tvalve, and the cc sample syringe and tvalve. The fse performed necessary alignments. The fse calibrated the cc sample and reagent mixer motor speed, rotary and height. Although the instrument was repaired prior to returning it into service, a definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2050012-2011-04249.